Manufacturer narrative:
Manufacturing site evaluation: information about the complaint: information about the complaint are: adjustment difficulties. Manufacturing and quality control data: due to the limited information and the missing product investigation is restricted to tracability of manufacturing and quality control data. The progav shunt system was manufactured by a qualified employee on june 2021. Deviations during assembly did not occur. The product was finally tested as article fv434-t and released for packaging and sterilization and was sterilized by miethke. The progav has a normal pressure range of 0 to 20 cmh2o. The parameters after completion of the valve assembly were tested at a flow rate of 5 ml/h or 50 ml/h at set pressures of 0, 5, 10 and 20 cmh2o, and were found to meet specifications. The shuntassistant has a fixed pressure of 20 cmh2o. The parameters after completion of the valve assembly were tested at a flow rate of 5 ml/h or 50 ml/h at a fixed pressure of 20 cmh2o, and were found to meet range the tolerances. Conclusion information: an investigation was not possible because no product was sent for investigation. On the basis of the product documentation, we can exclude the presence of a defect at the time of delivery of the progav® shuntsystem, since this documentation indicates that the valve is in perfect condition. With reference to the reason for the complaint, we would like to point out that deposits in the valve could be responsible for the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Small amounts of non-visible deposits/proteins might compromise the integrity of the valve. Further actions: from our point of view, no further regulatory actions are required.

Event description:
Manufacturing site evaluation: no product received.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav shuntsystem (#fv434-t) was implanted during a procedure performed on (B)(6) 2022. According to the complainant, the shunt system caused an overdrainage and had adjustment difficulties. The patient underwent a revision procedure. The complainant device will be returned to the manufacturer for evaluation.